Event description:
It was reported that the pump would not turn on. Customer's blood glucose (bg) level was "high" and a manual injection was administered to address bg. Troubleshooting was performed and it was identified that the customer had accidentally turned off the pump. Pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.